Event description:
It was reported that the customer experienced an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and guided them through the process. The customer, who was not at home with the necessary cable, decided to perform the reset on their own later and acknowledged that they would call back if the issue persisted. No further actions were deemed necessary.